Event description:
Reported as "the tubing disconnected from the port".

Manufacturer narrative:
Taper ii. Allergan has received the product, however, the analysis results are pending at this time. Based upon the implant date and serial number provided by the reporter, the connector type is assumed to be a taper ii. Device labeling addresses the possible outcome of the leakage as follows: "deflation of the band may occur due to leakage from the band, the port, or the connector tubing."